Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the information from the hospital and the ventilator¿s logs that were received. The ventilator was examined by the hospital staff after the event, and they found nothing wrong with it. The logs were downloaded and it was put back in service. The evaluation of the logs showed that the last successful pre-use checks tests were performed 10 days prior to the event but, there was a successful patient circuit test before ventilation was started. There are no technical error codes in the logs. On the day of the event, the logs contain a ventilator shutdown (stop of ventilation) from ongoing ventilation which is not preceded by a standby. This shutdown may correspond to the reported event. The shutdown is logged as normal which implies that the turning off of the ventilator was done by the on/off switch at the rear of the user interface. The conclusion in the matter is that the shutdown was done by the on/off switch at the rear of the user interface but how it was done or who did it has not been determined.

Event description:
It was reported that the ventilator shutdown while it was connected to a patient. There was no patient harm reported. (B)(4).